Event description:
The user facility reported the following: "patient caregiver began tpn infusion at approximately 6 pm in 2001. At approximately 4 am, she check patient and there was no notable problem. At 6 am, she went to disconnect tpn and noted tpn in bed and blood backed up to ultrasite valve. Noted a separation in tubing at hub of luer lock attached to patient central venous line. Pt was taken to ER to declot central venous line". No further information was provided regarding the circumstances surrounding this event.